Event description:
Retroscope cutting loop arced and sparked when touched to retroscope sheath. Bovie pedal was not depressed.l tone was not audible according to surgeon. No ill effects to patient, but the loop was destroyed by the current. The metal sleeve was physically broken intwo, as was the wire insside the sleeve. According to the clinical engineering dept., it appears that excess current was allowed to flow through the loop until it self destructed because of the p[hysical break in the metal sleeve cutting the insulation inside. Bovie machine (electorsurgical unit manufactured by sybron) was also sent to clinical engineering for examination. The self-activation problem could not be duplicatedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature. Conclusion: device failure occurred and was related to event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device repaired and put back in service. Invalid data - on device destroyed/disposed of status.